Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced a door not fully latched alarm which corresponds to the reported close door message. This was caused by door hooks being out of adjustment. The door hooks were replaced.

Event description:
It was reported that a spectrum pump constantly alarmed to close door. It was also reported that there was no patient involvement.